Event description:
It was reported that the patient was shocked during use of a power washer. The right ventricular lead showed noisy events which appeared most consistent with emi (electromagnetic interference) leakage current exposure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.